Event description:
The customer reported to olympus that the evis exera ii duodenovideoscope was being returned for an annual inspection. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found the distal end had a crack. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and in addition to the reported in b5, the device evaluation found the following: the air/water cylinder had no color, the suction cylinder had no color, due to a pinhole on the bending section cover rubber the water tightness was lost, due to damage on knob wire the fixing force of the guide wire did not meet the standard value, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the connecting tube had a wrinkle, the universal cord was deformed, and due to annual inspection some parts needed to be replaced. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed crack in the scope distal end could not be determined, however, the probable cause of the issue was likely due to that the effects of chemical stress and physical stress, during user handling/mishandling. The event can be detected/prevented by following the instructions for use which state: -preparation and inspection - inspection of the endoscope - inspection of the endoscope -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.